Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached at 0 joules. Per the customer, the fiber tip was retrieved. No pt injury was reported.

Manufacturer narrative:
(B)(4) break and (B)(4) cap.